Event description:
It was reported the patient underwent revision surgery for infection.

Manufacturer narrative:
Eval summary: it is not known if the products implanted were zimmer products. No devices, photos, surgical notes, or x-rays were provided; therefore, the condition of the components is unk. The sterilization process for all devices produced at zimmer are validated in accordance with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10 (-6) or better, and are processed according to the validated sterilization process parameters and must meet all the acceptance criteria before sterility release. Therefore, it is highly unlikely that the specified device caused or contributed to any patient infection. A definitive root cause cannot be determined with the info provided. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be re-opened. Zimmer, inc. Considers the investigation closed.